Event description:
It was reported that the surgeon inserted a 19.0 diopter cq2015 collamer three piece lens and the back haptic tore off. The incision was enlarged to remove the lens. The surgeon felt that the cause of the torn haptic was due to the cartridge. The cartridge was tearing as the lens was being pushed through and in turn would tear the lens. This is one of two lenses used for this patient- see MFR report # 2023826-2007-00014. A third lens was implanted and sutures were required to close the incision.

Manufacturer narrative:
The product pertaining to this complaint was not returned for evaluation. However, the lens was returned and visual inspection found the lens optic torn and one haptic torn off. There was evidence of clear surgical residue. It should be noted that the injector was not returned for evaluation.